Manufacturer narrative:
Correction to implant date: no information. A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade IV".

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, and deformation. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d1, d.4, d.6a, d.9, h.3, h.4, h.6.